Event description:
It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgical intervention may occur to explant the system to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the lead and ipg was explanted due to effective therapy never achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.